Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the endoscope controller (ec) and the video processor (vp) to address error 319. Errors were triggered on every boot cycle and were also observed in the logs. Therefore, the fse replaced both the ec and the vp to resolve the issue. The system was tested and verified as ready for use. Isi did receive both da vinci products involved with this complaint to perform failure analysis (fa). The vp was analyzed, and the reported failure could not be reproduced. The fa technician used test equipment for testing. This unit was installed into the test system and the fa tech ran video test, a 10-minute sine cycle, 10 power cycles, and let the unit sit idle for 1 hour. The system came up with no errors and good video. The fa tech could not replicate the reported issue. Also, the ec was analyzed, and the reported failure was replicated. This ec was returned for failure analysis for error code 319 which meant that a node configured to be present did not respond at system startup. The reported problem was confirmed on the test system by installing the unit in the system and finding the 319 codes in the error log. The dual camera interface board (dcib) board had no heartbeat. The problem was caused by the dcib. The chassis inside the ec had oxidized and the printed circuit assemblies (pcas) were contaminated. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, there was a 319 error. The logs showed the dual camera interface board (dcib)/endoscope controller (ec) as the reporting node. The site unplugged the camera, completed two emergency power offs (epos) of the vision side cart (vsc), and checked all the cabling from the core to the video processor (vp) and ec but the issue was not resolved. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the event was confirmed to have taken place during a robotic assisted hysterectomy procedure. The system was not inspected prior to use. The procedure was completed robotically with a second vsc. There was no injury to the patient. Patient demographic information was not provided.